Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the event. Beginning on the day of onset, the patient was treated with cefazolin for three days (dosage, route, and frequency not reported) and fortum 1 gram every day intraperitoneally for three days for the peritonitis event. Four days after the peritonitis diagnosis, the patient began treatment with tienam 1 gram every day for nine days (route not reported) and ciprobay 200 milligrams every day intraperitoneally for nine days for the peritonitis event. Dianeal therapies were ongoing. After twenty-four days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.